Manufacturer narrative:
On 9/4/2018, mentor realized the following information was mistakenly omitted from the initial reported dated 8/14/2018: date of birth: (B)(6). The patient had the mentor siltex round moderate profile 325cc saline prosthesis implanted for the purpose of a primary breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient who had a mentor siltex round moderate profile 325cc saline prosthesis implanted experienced rupture on the breast prosthesis. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
The device was returned, but no explant date was given. As a result, mentor has estimated the explantation date to (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view, measuring approximately 0.3 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) of lot number 232513 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).